Manufacturer narrative:
Calibration was last performed on 12-oct-2023. Qc out of range alarms were observed on the alarm log. The field service engineer (fse) found a leak in the ise reagent pre-heater. The fse replaced the re-heater, flushed and cleaned the ise sipper flow path, checked the probe adjustments and wash, and performed an ise reagent prime and ise check successfully. The customer performed calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 1 patient sample on a cobas pro ise analytical unit. The initial result was 153 mmol/l. The doctor questioned the result and the sample was repeated. The sample was repeated on another pro ise analyzer and the result was 139 or 141 mmol/l. Clarification on the actual repeat result was requested but not provided.